Event description:
It was reported that there was a shocking or jolting sensation in the patient¿s back and legs while stimulation was turned on. It was noted that the patient was not getting any efficacy. Manufacturing representative stated it looked like the leads had fractured or detached from the battery based on the impedance readings. Shocking/jolting was last felt the day prior to this report when they turned the device on. The implantable neurostimulator (ins) was then turned off. It was noted that when the ins was off the patient did not feel any shocking/jolting. There was no known accident or incident related to this event. It was noted that the shocking and jolting started about a month prior to this report. The patient had not felt shocking/jolting when the impedances had been checked. Impedances read greater than 40 ,000 ohms on all combinations except for 0-8=37,078 and 0-10=37,525. Impedances had been run at 3.0v. It was noted that the lead configuration was correct. Patient had an appointment with a new health care professional on (B)(6). An x-ray would likely be performed at that appointment. Additional information received reported that x-rays were to be announced. Patient still had their appointment scheduled. No malfunctions or issues were determined. Additional information requested but had not been received as of the date of this report.

Event description:
It was later reported on (B)(6) 2013 that the patient experienced a loss of therapeutic effect. The leads were out of range. The leads were going to be replaced today but it was unknown if the ins was going to.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient¿s health care provider confirmed that the cause of the event was a device malfunction. The device was replaced on (B)(6) 2013. No hospitalization required and the patient outcome was noted as no injury. The company representative confirmed that there was fluid/blood in the sockets of the battery. The entire device system was replaced. No malfunctions or fractures of the lead was found upon explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).